Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was introduced, was able to grasp and lock onto tissue. However, when attempting to deploy the clip, the spring in the handle was detached, and it was not possible to release the clip from the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the outer sheath. It was also observed that the control wire was kinked near the handle and it was outside the catheter. Microscopic examination was performed, and it was noted that the clip was stuck into the bushing and the bushing had hit marks and friction marks. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were within specification. The bushing tabs were measured and the measurement was noted to be symmetric. No other problems with the device were noted. The reported event was confirmed. It is possible that the event could have been generated due to the physician tried to open the clip arms once it was already activated, causing a soft deployment. Subsequently, when the physician pull back the handle for closing the arm again, this action induced that the capsule got localized incorrectly on the bushing, thereby causing the capsule and the bushing to become stuck. When the physician tried opening and closing the clip aggressively to release the clip assembly, this technique generated that the yoke got detached from the control wire, leading to the clip unable to release from the catheter. Additionally, the hit marks on the bushing is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. Therefore, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was introduced and was able to grasp and lock onto tissue. However, when attempting to deploy the clip, the spring in the handle was detached, and it was not possible to release the clip from the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.